Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, shorted and burned electronic assembly noted during our visual inspection due to loose connection on the interface board found inside of pump. The insulin pump also alarmed a21 during a21 alarm test due to broken solder joint on the interface board. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window and stained end cap sticker noted.

Event description:
It was reported that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 12.6mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.